Event description:
The pt showed signs of infection, high fever and fluid was draining from the abdominal incision site. On (B)(6) 2011, the pt went to the emergency room. Pump and catheter were explanted the next day. The pt was aggressively treated with antibiotics. The pt was admitted to the hospital to observe for potential withdrawal. It was later reported that "pump catheter system infection" was suspected. A small amount of serosanguinous fluid was leaking from abdominal wound. An additional csf culture was performed on (B)(6) 2011; as of (B)(6) 2011 culture result was pending. The pt was hospitalized from (B)(6) 2011 to (B)(6) 2011. The pt then discharged to a skilled nursing facility in "stable" condition. The drug delivered was lioresal 500 mcg/ml at the daily dose of 290.42 mcg.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.